Manufacturer narrative:
(B)(4). The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. The catheter was kinked at the middle section. Microscope examination was performed, and it was found that the hooks of the bushing were hit and curved. Dimensional examination was performed on the bushing outside diameter, and it was found within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification. No other issues with the device were noted. During product analysis, it was found that the control wire in the most distal section was severely kinked, and this failure could directly reduce the performance of the device. It is probable that as a result of excess of manipulation, the first activation was made in the device and once this activation happens, a premature deployment of the clip assembly could occur. Additionally, it is possible that as a result of pull forward and backward the handle, the clip fell off, and the yoke could have hit the bushing caused the failures observed; bushing hits and deformation. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip came off of the catheter before deploying onto tissue and did not able to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Investigation results revealed that the bushing hooks were hit and curved; therefore, this is now an MDR reportable event.